Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the patient experienced severe tremors and fever and was diagnosed with a catheter infection. The patient was hospitalized, the lead was extracted due to vegetation and the pulse generator was also explanted due to infection. Antibiotics were given. An explant date was not provided.